Event description:
It was reported through the sls post market trial that there was extracardiac stimulation related to the right ventricular lead within ten days of the implant procedure date. The lead was programmed off and the lead remains in the body. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.